Event description:
Arterial air alarms occurred and air was observed in the arterial line during rinse back following a routine hemodialysis treatment. The operator inadvertently left the arterial clamp closed. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately due to the clamp being closed. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.